Event description:
During removal of the angioguard device, the pt suffered an adverse event described as dysarthria. The pt also suffered left-sided hemineglect and hemiparesis. The pt was diagnosed with cerebral hyperperfusion syndrome. A male pt was consented to the study in 2008. The index procedure was completed on the same day, and pt was asymptomatic. The target lesion location was the right internal carotid artery. Vessel characteristics are unk. The rate of stenosis was 81%. The length of the lesion was 19cm. An angioguard distal protection device was positioned distal to the lesion. It is unk if the lesion was pre-dilated. A precise stent was successfully implanted for treatment of the target lesion. There was no malfunction with the stent. During removal of the angioguard device, the pt suffered an adverse event described as dysarthria. The pt also suffered left-sided hemineglect and hemiparesis. The pt was diagnosed with cerebral hyperperfusion syndrome. There was debris found in the basket upon retrieval of the angioguard device. The duration of the event lasted more than 24 hours, but fully resolved. The procedure was completed. It is unk if the symptoms were medically treated or if they resolved on their own. The pt was discharged on three days later, with clopidogrel and aspirin directed.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report #1016427-2008-00162 and 9616099-2008-01444.